Event description:
I received mentor memory gel breast implants in (B)(6) 2017. Since then I have had multiple health issues including: thyroid nodules, thyroiditis, hypothyroidism, skin rashes, arthritis in my hands and knees, swollen salivary glands, dry eyes and mouth, chest pains, anxiety issues, sleep disturbances, brain fog, irritable bowel syndrome, headaches, restless leg syndrome, shingles, and weight gain. I have seen countless doctors and I¿m being told I have some inflammatory issues, but they haven't determined what the root of the problem is. I am continuously getting blood work. I have also seen a dermatologist who says that my rashes are inflammatory rashes. They are leaning toward lupus although my ana and crp are not in range. I have low vitamin d levels and high esr rates. None of these issues were a part of my life until I got these implants.